Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio found that the negative battery pin in battery well 1, was loose. Physio replaced all of the battery pins which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while monitoring a patient, their device powered itself off. There was no adverse effect to the patient due to the reported issue. No further details about the patient were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.